Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of the incident was 408 mg/dl. Blood glucose level at the time of the call was 232 mg/dl. Troubleshooting was declined, as the customer reported that the insertion site was tender with a lump. The insulin pump was not replaced or returned for analysis.